Event description:
It was reported no image. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation was performed by the supplier. The returned scope was evaluated and it was determined that it was subjected to unauthorized third party repair.